Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that one of the paddles was cracked. It is not clear if the paddles were still functional. There was no reported patient involvement.